Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead had a fracture. The rv lead was explanted and replaced. No patient complications were reported as a result of this event.